Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was done for button error and the customer indicated that the battery was removed and reinstalled but the alarm occurred again. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.